Event description:
Pt was identified with 2 fungal infections two months after epidural injections that used busse kit 7995. The two fungal reported are: candida parapsilosis and pseudallescheria boydii. Mainline spine surgery center - where the procedure was conducted (located at: (B)(6)) reports that laminectomy was done as another location (hospital ER) which was positive for two fungal infections. However, (B)(4) does not have the report. The center reported to have received a phone call from the county informing them of the incident. Mainline spine surgery center has not provided further info after their initial notification to busse. No further info has been provided. However, after requiring the center reported that the pt is doing well, as of (B)(6) 2017. However no preexisting conditions or other info has been provided.